Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, right atrial (ra) farfield oversensing which led to inappropriate atr. It was noted that the atrs appeared to be intrinsic. Ts provided the hcp with programming recommendations. At this time, the hcp will continue with monitoring, this ICD remains in service. No adverse patient effects were reported.